Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure using a xi system, a nurse reported error 32098 on universal surgical manipulator (usm) 3 while usm 4 was not in use. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised ensuring the instrument on usm 3 was not grasping tissue, removing the instrument, undocking, and repositioning usm 3 to allow usm 4 to dock. Log showed historical error 32098 on usm 3. The caller indicated they would perform a power cycle at the end of the procedure. The procedure was completed using arms 1,2, and 4. No known impact or patient consequence was reported.